Manufacturer narrative:
Investigation completed 6/15/17. Method: device history review/service history. Trend analysis. Device history record reviewed for product lot# 161 work order manufactured on 03/16/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Service history: prior service - (B)(4) cleaned / readjusted - no problem found. Trend analysis shows no manufacturing or design related trend being identified. Conclusion: root cause could not be determined at this time, the product has not been returned for evaluation after several documented requests.

Event description:
It was reported that a patient was in the skull clamp. The patient was turned to the prone position and before the skull clamp was connected to the base unit, the patient¿s head slipped out of the clamp causing an approximate 2.5 cm laceration to the scalp. Stitches were needed to close the wound. There was a 30 minute delay in surgery. Additional information request was sent and on 23may2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6) male patient, born in (B)(6), underwent a craniotomy posterior fossa procedure. Lot number of skull clamp etched with 1360851. No stereotaxy device was used. Doro adult disposable pins (catalog number: 3006-00, lot number: 16081) were used. (Not an integra product). These pins were discarded and not available for evaluation. The patient initially was in the supine position, and then repositioned to prone. Patient had a right temple injury, and the wound was stapled. The length of time the product was in use before the event occurred was 10 to 12 minutes. The skull clamp and pins were replaced. The patient¿s outcome reported that the operation concluded successfully, and that the wound was closed successfully with staples.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Failure analysis confirmed the reported incident. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly, repair noted the lock will need new components added to replace worn internal parts. The customer states the skull clamp base teeth are worn and the base will need to be replaced; both pin carrier assemblies and the wrench are missing: general maintenance and cleaning required. Root cause based on the repair engineer's evaluation, is worn out starburst teeth and damaged/work locking mechanism components.